Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while the pump was not exposed to extreme temperatures. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the alarm was successfully cleared and insulin deliveries were resumed.